Manufacturer narrative:
Plant investigation: the sample was not returned and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism enterobacter which is an organism that is often found in the intestinal tract of humans and known to be associated with peritonitis through touch contamination. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis (pd) nurse reported to customer service that a patient on pd therapy had peritonitis. However, there were no reported allegations that the peritonitis was associated with any fresenius device or product problems. The nurse stated it was suspected the patient¿s peritonitis was associated with the patient not wearing a mask (during the pd exchange). Additional information was obtained through follow up with the pd nurse. Per the nurse, the patient had a pd culture obtained which yielded growth of enterobacter cloacae. The nurse said the patient was being treated on an outpatient basis with a 21-day course of intra-peritoneal (ip) ceftazidime (per clinic protocol). The patient was reportedly recovering and continuing pd treatments with the same cycler without any issues. The patient¿s nurse stated the patient did not have any fluid leaks or any other issues with any fresenius device or product in relation to the peritonitis event. The nurse stated the event was likely due to a breach in aseptic technique, either due to the patient not wearing a mask or from touch contamination during the pd exchange.